Event description:
During the last 4 minutes of routine in-center hemodialysis treatment, the cycler displayed a high venous pressure alarm. Rinseback was initiated, however, the nurse was only able to return approx half of the blood in the cartridge circuit, due to circuit clotting, resulting in (approx) a 100cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to access flow issues. The facility nurse informed nxstage that the pt's catheter has a history of access flow issues, and frequently the catheter lines need to be reversed in order to obtain sufficient blood flow rates. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.